Manufacturer narrative:
D6b explant date added correction e4 the investigation of the reported failure mode has been completed. Product was not returned for review. Data review: data logs showed pump ran without issue during support. There were positioning alarm triggered in early of the case but resolved quickly. Mechanical interaction with blood: the cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. Positioning issue: the cause of positioning issue was unable to be determined as limited clinical details were provided and no product was returned for review. Ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Event description:
The user facility reported that on day two with impella cp support the patient was transferred to another facility. Upon arrival, the patient¿s labs were hemolyzed on p9 and were resent on p2. Impella was slightly deep on echocardiogram. The team noted no pulse on impella leg, and it was cool. Vascular consulted. Ultrasound showed common femoral artery disease occluded. After team discussion with the physician the impella was lowered to p2, and the patient was hemodynamically stable. The impella was removed.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.